Event description:
Pt was revised to address eccentric poly wear. Cup vertical, but well-fixed. Osteolysis was also reported.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although unavailable for evaluation, it would not be unreasonable to expect poly material wear after approximately 10 years of implantation. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1996. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.